Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(4). Concomitant product: p/n 00875705601 shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners l/n 63523572, p/n 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length l/n 62804930, p/n 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length l/n 63059074, p/n 00-8775-036-03 biolox delta hd 12/14 36x+3.5 l/n 2861623, p/n 00885101236 neutral liner 36 mm i.d. Size kk for use with 56 mm o.d. Size kk shell l/n 62954535. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised 13 days post-implantation due to dislocation.